Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been having more high blood glucose levels as high as 534 mg/dl. Customer stated that she is going to see her doctor next week and will talk to him to see if he can adjust her pump settings. No further details given.